Event description:
The patient mentioned that their sister has an abbott dbs and she has trouble talking and walking. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).